Event description:
International affiliate reports the thread of the set screw was torn from the device during final tightening. The thread was stuck inside the head of the mating pedicle screw but was removed without issue. Another screw was used to complete the procedure. The procedure was delayed by two minutes and there were no adverse consequences to the patient.

Manufacturer narrative:
Visual inspection of the returned single inner setscrew [product code: 1797-02-000, lot no: aphc2h] noted that the threads were completely sheared off the setscrew. The shearing is consistent with inadvertent cross-threading of the set screw although a definitive conclusion cannot be drawn. A review of the device history record (DHR) for the single inner setscrew [product code: 1797-02-000, lot no: aphc2h] identified that the lot was released june 25th, 2013 meeting all quality requirements. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. A 12-month review of the complaint trend analysis for the single inner setscrew was conducted with no systemic trend identified. The root cause of the single inner setscrew becoming sheared off cannot positively be determined. However, the stripping of the screw threads is most likely indicative of inadvertent cross threading having occurred during screw tightening. As no issues were identified in the manufacturing or release of this device, and there have been no systematic trends this complaint will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.